Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error at the amusement park. The customer reported that the insulin pump was held in her bra and that may have caused the alarm. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. No unexpected button error alarm noted. The insulin pump had cracked lcd window, cracked case on the lcd window corners, cracked reservoir tube lip, scratches on reservoir on the reservoir tube window, cracked battery tube threads, cracked belt clips slot and missing end cap sticker.